Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Device is a combination product. Device evaluated by MFR.: f/g,promus element,mr,ous 4.00x32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The stent struts on the distal end were found to be lifted and pulled in a distal direction. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found a hypo tube kink 565mm distal to the strain relief. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 4.00x32mm promus element drug-eluting stent was advanced but failed to cross. When the device was withdrawn, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery. A 4.00x32mm promus element drug-eluting stent was advanced but failed to cross. When the device was withdrawn, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was stable.